Event description:
It was reported that approximately one month post implant a computed tomography (CT) scan noted the patient had developed a chronic pericardial effusion. It was unclear as to whether this was related to the implanted leads, as it was noted that the patient was also being treated for other health issues. The physician felt that there is no reason to perform invasive lead revision as there is no evidence of electrical instability or dislodgement. Subsequent echocardiogram revealed that the pericardial effusion was smaller and was believed to be resolving. No intervention is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).